Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient's ipg was explanted on an unknown date in 2011. The patient declined to provide further information.